Event description:
It was reported that a patient presented remotely via merlin.net. Review of the electrogram (egm) revealed oversensing noise and automatic mode switch (ams) on atrial lead was noted. No changes or interventions were reported; the patient will continue to be monitored. The patient's condition was stable.